Event description:
The customer stated an architect analyzer generated error code 1007, unable to process test, when reaction vessels of lot 62616p100 were in use. The issue was resolved with the implementation of a new lot. There was no adverse impact to patient management reported.

Event description:
This report pertains to the second of two complaints that involve the same event. Refer to manufacturer report # 3005099803-2010-04172 for the associated device report. It was reported to boston scientific corporation on (B)(6) 2010 that two resolution clips were used during a procedure on (B)(6) 2010. According to the complainant, during the procedure, two clips failed to release from the catheter. The procedure was completed with two new clips. There were no patient complications as a result of this event. The patient was reported to be in "okay" condition at the conclusion of the procedure.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement had caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that resistance was observed as the xience stent delivery system (sds) was being advanced on the guide wire, while still outside the pt. The sds was removed so that the guide wire could be wiped down as it was sticky from use. When the xience was being removed, the stent dislodged. A new xience was used successfully. There were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4), concomitant medical products: architect i2000sr analyzer, list # 3m74-01, (B)(4). Evaluation: no method, results or conclusions can be made at this time. Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of suspect reaction vessel was in use at the customer facility, therefore, this medwatch submission has been corrected from na to 1415939-2/27/09-003-r. An investigation is in process. A final report will be submitted when the investigation is complete.